Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, (unknown onset). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "infections." Healthcare professional also reported "thyroid issues," this event is not related to the device. Device remains implanted. This record is for the left side.